Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "the nursing staff were changing the dressing and noticed a leak. When they inspected the line, there was a split in the white lumen approx. 3.5 cm from the flange. The line consequently needed to be changed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use in the form of excess biological material were observed on and within the catheter and the extension lines. Visual analysis revealed a hole in the proximal extension line towards the juncture hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole in the proximal extension line measured 22 mm from the juncture hub. The proximal extension line outer diameter measured 2.16 mm, which is within the specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from the hole in the proximal extension line when it was flushed. A device history record review was performed, and no relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole in the proximal extension line. The edges of the hole were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the nursing staff were changing the dressing and noticed a leak. When they inspected the line, there was a split in the white lumen approx. 3.5cm from the flange. The line consequently needed to be changed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".